Manufacturer narrative:
(B)(4). Concomitant devices: nexgen lps option femoral component size e right, catalog #: 00599601552, lot #: 63636536. Nexgen lps-flex articular surface ef 3-4 17mm, catalog #: 00596403217, lot #: 63699707. Nexgen all-poly patella 32mm, catalog #: 00597206532, lot #: 63730494. The complainant has indicated that the product is not available to be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report was previously submitted erroneously on jun 7, 2022 under manufacturing report number 0001822565-2022-01721.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address pain, tibial component loosening and a closed fracture of the tibia approximately four years post-operatively. Initial operative notes noted no intraoperative complications. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records were reviewed and no discrepancies were identified. Per the package insert, pain, loosening and bone fracture are known adverse effects of the system. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.